Manufacturer narrative:
No investigation could be performed. Customer technical services could not retrieve the computer file for this plate on the user's server because the user had deleted the report from the file.